Event description:
Rptr has angioplasty and physician inserted a perclose device at the femoral site. Three days later, rptr developed a small lump at the site. They went to physician who said it looked like a pseudoaneurysm that would slowly go away in a couple of weeks. Two days later rptr started running a temp and began getting petechiae on right leg (the leg where they had gone into groin). Rptr went to see physician at the hosp and he said that rptr most likely had a cold or virus. Three days later the "pseudoaneurysm" burst open and started bleeding profusely. Rptr went to the local hosp ER and they got it stopped. Called physician and they sent rptr back home. By this time the petechiae began to turn into sores. Three days later rptr woke up about 5:30 in the morning hemorrhaging. Rptr's spouse called the ambulance. They finally got the site to stop bleeding. A clot stopped the bleeding actually. The bathtub was half full of blood. Once rptr got to the hosp, they began giving them blood. Rptr asked for a second opinion and dr diagnosed a staph infection. The staph infection was caused by the perclose device and they had to do femoral bypass.